Manufacturer narrative:
The device was tested on bench and found to be above elective replacement indicator (eri). Analysis was normal. No anomalies were found.

Event description:
New information received on 01/05/2018 notes that the advisory device was explanted and replaced prophylactically during a lead revision procedure for inappropriate high voltage therapy. The device had registered a possible high voltage lead issue and there was low high voltage lead impedance. There was no allegation of premature battery depletion. Patient was stable throughout the surgery.

Event description:
It was reported that there was right ventricular oversensing. The noise was thought to be due to t wave oversensing. New information received on (B)(6) 2017 stated that the patient had thousands of non sustained right ventricular oversensing episodes. One of the episode was long enough to be diagnosed as ventricular fibrillation; however, the device diagnosed the noise correctly and inhibited the therapy. It was noted that the noise was physiological in nature and not related to an issue with the lead itself. The physician elected to not do anything about the noise. The merlin.net alerts for non sustained ventricular oversensing were disabled. Patient was stable and will continue to be followed normally.

Event description:
New information received on 11/10/2017 notes the implant date of the device to be (B)(6) 2014.

Manufacturer narrative:
Correction: the implant date was reported incorrectly in the previous report. This report notes the correct implant date of (B)(6) 2014.